Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) non-dehp micro-volume extension set were observed leaking around the vent on the filter. The events occurred during patient infusions with mmf (mycophenolate mofetil), phenergan, and hydrocortisone. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The three (3) actual samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed according to product specifications. A functional testing was performed and no defect or leak was observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.